Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The damaged polymer was unable to be confirmed. Follow up information received from the account noted the incorrect device may have been returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat the lesion in the proximal circumflex artery. An unspecified 014 whisper guide wire was advanced and appeared to have had the polymer coating stripped off after use. It was reported that it appeared that none of the polymer coating remained in the patient. Reportedly, the guide wire was used successfully during the procedure without any other issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.